Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to a low blood glucose level of 22 mg/dl. The customer experienced a low blood glucose level and hit an eighteen wheeler back in july. He went to the hospital but was not admitted. The customer had an x-ray and was treated with an IV in the ambulance. The customer was involved in a car accident while wearing the insulin pump. The customer was the driver at the time of accident. The device was not returned.